Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced loss of consciousness. The cgm reading would have been inaccurate, but no cgm nor blood glucose reading was reported for this event. It was unknown if the patient experienced a hypo or hyperglycemic event. A family member called the emergencies, and the patient was brought to the hospital with an ambulance. The patient was treated at the hospital, but no specific treatment was reported. The patient was discharged on the same day. The current condition of the patient was unknown. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.